Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during patient use on a homecare patient, the ventilator generated a check circuit alarm. The circuit was replaced but the condition didn't change. The device continued ventilating/cycling, however, the patient was removed from the ventilator and transferred to another ventilator.

Manufacturer narrative:
Product analysis: a solenoid valve was returned to covidien/ medtronic¿s product analysis. The returned component was installed into a test ventilator for analysis; functionality test was performed and the test ventilator with the returned component failed calibration, the knurl ring was found loose. The ring was tightened and the system passed calibration. An investigation was performed and the product analysis technician reported that the reported issue was duplicated; the root cause was isolated to the loose knurl ring. If information is provided in the future, a supplemental report will be issued.